Event description:
It has been reported to philips that the system failed to start normally. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary diagnostic procedure, and the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) inspect the system onsite confirmed that the system failed to start normally. Upon functional testing, the fse found that ippc bios battery was below the required limit, so battery was replaced and while attempting to install the os/app through open profile, the system encountered an error message and failed to complete the installation. This problem persisted even after new disks were used for loading. Upon log file analysis it was determined that the failure was due to a software crash in the operating system of the ippc which resulted in communication issue with the host-pc. The fse determined that there was an internal damage to the network card in the pc motherboard, which prevents communication with other systems. To resolve the reported issue the distributor fse replaced the ippc and the host pc. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.